Event description:
On (B)(6) 2011, it was reported that the two motor stalls were listed on (B)(6) 2011, both with recoveries. The pt complained of having lot of pain, however, there were no volume discrepancies and pt was not exposed to electromagnetic source when the stalls occurred. Dye/roller study was recommended to pt but the pt then declined/cancelled to have dye and roller study. Later on (B)(6) 2011, it was noted that the "pump was working fine". On (B)(6) 2011, the health care provider (hcp) reported having difficulty filling or aspirating the pump reservoir. He aspirated 2.5 ml of expected 3 ml. While attempting to fill, the pump "locked" after 2 ml instilled and he was unable to aspirate or fill. Device troubleshooting was done without success. Pt had increased pain over the last week. Hcp indicated that he had tried twice yesterday and with no success and tried again on (B)(6) 2011. He had decided to put the pump in minimum rate and treat the pt orally. It was also reported that the pt had problems with his last pump and had it replaced in (B)(6) 2010. Pt had also stated to the hcp that he felt like the pump has not been working for the last 4 days. Drugs infused via the device included fentanyl 2400 mcg/ml, clonidine 15 mcg/ml and bupivacaine (marcaine) 30 mg/ml. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).